Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were problems interrogating the implantable pulse generator (ipg) and some electrograms (egm) were not present. It was also reported that the left ventricular (lv) pacing lead exhibited out of range lead impedance that triggered a warning. The ipg and lv lead remain in use. No patient complications have been reported as a result of this event.